Manufacturer narrative:
Additional narrative: additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent an unknown procedure. Intra-operatively, some of the locking screws would not lock into the plate. The procedure was completed successfully without surgical delay. Patient outcome is unknown. Concomitant device reported: 2.7mm va lckng screw slf-tpng with t8 stardrive recess 44mm (part # 02.211.044, lot # unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 48mm (part # 02.211.048, lot # unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 42mm (part # 02.211.042, lot # unknown, quantity 1). This report is for one (1) 2.7/3.5mm va-lcp anterolateral distal tibia pl/12 holes/right. This is report 1 of 4 for (B)(4).